Event description:
It was reported that the device was used during a colostomy procedure. It was reported by the rep that the surgeon placed the instrument on the bowel and found no staples were present. The surgeon then opened a 2nd instrument and continued. There was no consequence to the pt.